Event description:
After getting FDA approved silicone gel implants, my health began deteriorating. I'm suffering from severe chronic fatigue, muscle pain/ fibromyalgia, vision loss, dry eyes, harmonal failure, breast pain and brain fog. My surgeon diagnosed this as breast implant illness.